Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2025-01380. All information can be found under manufacturer report number 1416980-2025-01380. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not infuse antibiotics. When assessing for completion, it was observed that the bag was full. The secondary tubing was not clamped and it was dripping into the chamber. There were seconds remaining on the time to be infused and yet the bag was full. The primary bag did not seem to be any less in volume. This occurred during infusion in the cvicu (cardiovascular intensive care unit). There was no report of patient injury or medical intervention associated with this event. No additional information is available.